Manufacturer narrative:
Will provide f/u when "device eval summary" is completed. (B)(4).

Event description:
Product was sold to third party (B)(4) through (B)(4) was notified that there was a report made by end user to (B)(4)'s sales rep who in turn called (B)(4) regarding "dull needles". (B)(4)'s complaint coord notified (B)(4) and third party (B)(4) with RMA#. (B)(4) requested the complaint to be placed on hold until more info could be obtained from owens and minor. On (B)(6) 2011, neo medical received the request to return the dull needles and proceed with the complaint. Product was received on (B)(4) 2011 for eval that also included from the end user "complaint data collection report" (B)(4).